Manufacturer narrative:
Continuation of d10: product ID: 3487a; serial#: (B)(6); implanted: (B)(6) 2001; explanted: (B)(6) 2024; product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports the cause of the leads not being attached is unknown, new leads were placed at a different surgery. Rep reports this issue has resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3487a (lot: j0015936v); product type: 0200-lead; implant date (B)(6) 2001; explant date (B)(6) 2024. B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated hcp had to go back in on (B)(6) 2025 to put a whole new thing in - pt rep clarified new leads were put in. Caller stated the medtronic representative was supposed to meet them at the healthcare provider office to turn the ins on but due to the weather they did not make it. Patient made an appt 2 days before christmas and the representative did not show up at the appt. Patient stated they called the representative and left them a message. Pt rep stated the hcp told pt to call medtronic direct about turning the ins on. Agent is sending a message to the local field reps about patient call. Caller mentioned that the original implanted neurostimulators battery had died after 10 years and when the hcp went in to try to change the battery they could not find any leads attached so the leads had to be replaced. Rep responded and said they would contact the patient.